Event description:
Customer reported via phone call they were experiencing high blood glucose level. The blood glucose level was 505 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer changed sensor and sensor was showing low so the customer suspended the insulin pump during the night and resumed in the morning. It was found that the auto mode feature was active at the time of incident. Customer was treated with insulin pump. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.